Event description:
Patient stated that she has been experiencing the adhesive pad not sticking to her skin, and the vgo has been falling off her abdomen. Patient stated that she has used tape to keep the vgo from falling off and to keep the adhesive from rising up.